Event description:
Patient was receiving phenylephrine 50,000 mcg in dextrose 5% in water 250ml infusion at 10 mcg/min for hypotension with order to titrate prn for map greater than 65. Im pump began to stop during active infusion, sound a beep; give and error message "power pump off". Rn stopped pump followed instructions from pump and this event occurred three times, at which time a new pump was obtained. Pumped pulled from circulation, tagged with orange maintenance tag and called biomed.